Event description:
It was later found from programming history database periodic review that high impedance was seen at an earlier date. The patient later had vns explanted due to an MRI per the physician with no plans for re-implant. The explanted device has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high impedance upon re-enabling therapy following an MRI. The patient's device is on the list of potentially effected devices for the m1000 higher impedance recall. Device history records were reviewed. The device passed all functional and quality testing prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.

Manufacturer narrative:
F10 health effect - impact code; corrected data; supplemental MDR inadvertently omitted coding from report.